Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy rash with red bumps under the lifevest. The patient's doctor changed his blood thinner medication to something other than plavix as it was determined the rash could be from the medication. Follow-up indicated that there was a slight improvement noted after a few days.